Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive no delivery alarms during bolus. Customer's blood glucose at night was 40 mg/dl and blood glucose in the morning was 400 mg/dl and blood glucose at the time of call was 573 mg/dl. During troubleshooting, insulin was able to exit with manual prime. Customer was advised that insulin pump was working as designed and that no delivery was caused by a connection issue.